Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: bending tube is damaged distal end adhesive fail; light guide lens has a chip; light guide lens has a crack; air/water tube has foreign objects; due to wear of angle wire, bending angle in down direction does not meet the standard value; air/water cylinder has foreign objects; forceps elevator knob has a scratch; switch box has a scratch; forceps channel port has a scratch; suction cylinder has discoloration; air water cylinder has discoloration; control unit has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned to olympus the evis exera iii colonovideoscope, the device for the annual maintenance. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the air/water tube has foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water cylinder and channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.